Manufacturer narrative:
(B)(4). Concomitant medical products: item # 6200-54-22, trilogy shell, lot # 63418472. Item # 7841-12-20, versys femoral stem, lot # 63262723. Item # 6310-50-32, trilogy acetabular liner, lot # 63312536. Item # 0062506530, bone screw 30 mm, lot # 63327645. Item # 0062506520, bone screw 20 mm , lot # 63240736. Customer has indicated that the product will not be returned to zimmer biomet for investigation as products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019- 02576, 0001822565-2019- 02604, 0001822565-2019- 02607, 0001822565-2019-02687, 0001822565-2019-02686.

Event description:
It was reported a patient underwent left hip arthroplasty. Subsequently, date in 2016. Subsequently patient is experiencing pain, elevated ion levels, and a removal of a pseudo tumor. Additional information was requested however, none was available.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number 0001822565-2019-02602. This event will be reported on 0002648920 -2019 -00474.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number 0001822565-2019-02602. This event will be reported on 0002648920 -2019 -00474.